Event description:
It was reported that the patient passed away. The date of death and cause of death are unknown. A sudep (sudden unexpected death in epilepsy) evaluation was performed by the manufacturer and it was determined that the death was classified as possible sudep. Good faith attempts for further information from the physician were unsuccessful. A copy of the death certificate cannot be obtained per the vital records department in the state the patient passed away in as the patient¿s date of death is unknown along with the city or town of death.

Manufacturer narrative:
.

Event description:
It was reported that the patient was in fact not deceased and was alive and well in the physician's office. The report of the patient's death was confirmed to be invalid.